Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to legs swelling, a colostomy and a blockage. The cause of death was colon/liver cancer. The caller stated that the customer had diabetes complications ¿ low blood glucose that needed emergency medical assistance, kidneys were failing, and heart disease. The customer¿s blood glucose was below 70 mg/dl at the time of low blood glucose incidents. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the hospital staff 10 days prior to passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with (B)(4) alkaline battery installed. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No cosmetic damage was noted.  A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.